Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate it. New battery pins were installed as a precaution and old batteries located at the site were removed from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.